Event description:
On (B)(6) 2007, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, the physician detected a type ii endoleak originating from branch arteries off the inferior mesenteric artery (ima). On (B)(6) 2008, the pt underwent coil embolization of the branch arteries to treat the type ii endoleak. The endoleak was resolved, and the pt tolerated the procedure without complication.

Manufacturer narrative:
Other gore excluder devices included in this report: pxc201200 / 05151709. Result - a review of the mfg records for the device verified that the lot met all pre-release specs. Per the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.